Manufacturer narrative:
Patient gender unknown the lld ez was not returned, thus no returned product investigation was performed. Cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead, and arthrex fiberwire suture was tied to the lead insulation, to provide traction. A subclavian stenosis was present; thus, a cook medical 13 mm needle's eye snare was used, to provide additional traction for the ra lead. Beginning with a spectranetics 14f glidelight laser sheath, advancement was achieved through the subclavian stenosis. Use of the snare was discontinued, and the ra lead was successfully removed. However, while the rv lead was being prepped for removal, the patient's blood pressure dropped and a pericardial effusion was detected via intracardiac echocardiography (ice). Rescue efforts began, including pericardiocentesis and sternotomy. A small perforation in the right atrial appendage (raa) was discovered and repaired. The rv lead was removed post-sternotomy with use of an lld ez and the same 14f glidelight. Re-implantation of new leads was completed, and the patient survived the procedure. The physician stated that a computer animated recreation of the CT scan showed that upon initial implantation, the ra lead had perforated the raa and a portion of the lead helix was located outside of the appendage, covered in scar tissue. This report captures the lld ez providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.